Event description:
It was reported that this right ventricular (rv) lead exhibited an alert for a high out of range shock impedance measurement. Boston scientific technical services (ts) discussed with the healthcare provider (hcp) that for the last year, the impedance value has been between 100 ohms and 120 ohms, which is high but still within normal specification limits, and there has been a slight gradual increase in the last six months. Ts indicated the increase in shock impedance measurements could be due to a physiological reason. Ts discussed that the patient would need to be seen in the clinic to reset the alert with a programmer. Ts also provided guidance that they could consider increasing the shock impedance upper alert limit to 150 ohms and continue monitoring. If there is a subsequent alert at 150 ohms, a commanded maximum energy shock would be required to determine the shock impedance value with therapy delivery. Ts also discussed the potential for truncation of shock energy with a shock impedance greater than 145 ohms. The hcp indicated they will bring the patient into the clinic for evaluation and to reprogram the upper alert limit to 150 ohms. The rv lead remains in-service. No patient symptoms or adverse patient effects were reported.